Manufacturer narrative:
E1: event city: (B)(6). Event country; canada. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced low blood glucose event on (B)(6) 2026 because the patient stated that the set has not disconnected during the rewind or prime sequence and was treated with glucose tablets.